Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings and the threshold suspend alarm was triggered. Customer's sensor glucose was 54 mg/dl, but blood glucose level was 153 mg/dl. Troubleshooting was performed. Customer was advised to monitor the issue. The device will not be returned for analysis.